Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was dislodged from the pump after the cartridge tubing was pulled. Cartridge was placed back onto the pump to address the issue. Customer's blood glucose level was 120 mg/dl.